Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced an infection at the ipg pocket site. As a result, the scs system was explanted on (B)(6) 2019.

Event description:
Based on information obtained, the infection has resolved.